Event description:
Boston scientific received information that this pacemaker cannot be interrogated with this programmer. Boston scientific technical services (ts) discussed and suggested options for troubleshooting. Attempts to obtain additional information were unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.